Event description:
It was reported that during a prostate procedure, the "laser stopped with "171" error message. The laser was rebooted and functioned again. The laser then stopped and went into safety shutdown. The first fiber was exchanged and the case continued using a second fiber. The laser was ready again. During use of the second fiber, laser shutdown with errors "171, 210 & 172". The surgeon noted the tip of the second fiber detached; the tip was removed from the patient using a flexible grasper. Patient outcome: "no harm to the patient." This report is for the second fiber.